Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation.

Manufacturer narrative:
Further clarification received on april 13, 2015, was as follows, "the two breakage tips were used on the same patient because after thy found out the first tip was broken, they opened a new package for replacement, and the second new tip broke again straight away." There was no revision required and the pt was not injured from the tip breakage accident.

Event description:
This is the second report received from the same distributor involving a broken tip c4601s 23khz standard tip cross reference with MFR. Report number 2648988-2015-00033 (B)(4)). The following information was provided; they changed the new c4601s tip (lot no. 1141530, exp.: 2017-05) to c2600 on (B)(6) 2015. They switched off the cusa excel main switch. They open the cusa excel main switch. They pushed the "test" button. Was the tip in contact with the patient at the time of this event: yes. If so, was the patient anesthetized at the time the problem was found: yes. If the patient was anesthetized when the issue occurred was the procedure delayed: no. Did any of the broken pieces go into the patient? No. Were the broken pieces all retrieved: yes. Did it break during testing prior to the procedure or did it break during the liver surgery: it was broken during the liver surgery. Tip was broken in two parts after 5 minutes. The panel showed the tip alarm. What were the equipment settings: suction-70 irrigation-70 amplitude-80. Were there any other instruments or tools being used at the same time and proximity as the cusa tip that failed: uncertainty. Was the surgery delayed because of this issue, if delayed how long was it delayed: no. Was the patient injured as a result of this issue or because of a delay: no. If there was an injury please describe the injury and how it was treated; the distributor did not answer this question. Was a revision was required: yes. Did the patient recover from the injury: yes.